Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. ] investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check for dimension (short needle) due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that one syringe needle was shorter. The reported cat # 326631 indicates that the cannula length should be 12.7mm. The returned syringe was tested using the cannula length gauge and the cannula length fell within specifications for 8mm cannula length. However, this issue cannot be confirmed as the sample was returned loose and without any packaging. Unable to perform DHR check for dimension (short needle) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced insufficient cannula length. The following information was provided by the initial reporter: the customer (animal clinic) reported that one syringe needle was shorter.